Event description:
This ventilator-dependent pt was noted by a rn to be cyanotic with a moderate amount of clear fluid in his ventilator tubing. Ventilator tubing was immediately disconnected. The pt was suctioned and given 100% o2. The ventilator humidifier was noted to be overflowed with sterile water, which backed up into the pt's trach. It is unclear whether the incident was related to a clamp failure on the gravity feed humidifier fill set, or user error.